Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was uncomfortable with the ipg location. The patient underwent a revision procedure wherein the battery was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.